Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure at first inflation, it was noted that the balloon ruptured at 10 atm. The procedure was completed with a an non bsc device. No patient complications were reported.